Event description:
A (B) (6) male patient contacted lifecor customer support to report that he was receiving alarms. He stated that he has been wearing the lifevest on and off since (B) (6) 2008. Support requested a patient services representative (psr) visit the patient. The psr visited and the patient told her that one of his battery packs would not last for longer than 12 hours. The psr gave the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. One battery pack (B) (4) would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.